Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. Patient fields in which information is not provided were intentionally left blank. A physio-control service technician performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not recognize the patient and gave a "connect cable" message when the patient was connected to the device. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Physio-control performed other unrelated repairs and proper device operation was observed through functional and performance testing. The device was subsequently retuned to the customer for use. A cause of the reported issue could no be determined.

Event description:
A customer contacted physio-control to report that their device would not recognize the patient and gave a "connect cable" message when the patient was connected to the device. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.